Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increase in threshold, increase in impedance, oversensing of noise with non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. Isometric was performed but was unable to reproduce the noise. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds, high varying impedance, and a confirmed fracture. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor is fractured at 27.6 cm and the outer insulation has a breached depression at 27.7 cm. If information is provided in the future, a supplemental report will be issued.